Event description:
Report received from (B)(6) stating that the device had low pressure. The device was not being used during surgery. It is unknown if injury or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).